Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm. The aortic neck was 30 mm long, 20-21 mm in diameter and it was moderately angulated. The iliac arteries were severely calcified and the right external iliac had two 90 degree turns. The right common iliac contained thrombus and the lumen was narrow. The left side was described as worse than the right. It was reported that both femoral arteries were very stiff; therefore, the decision was made to perform endarterectomies bilaterally. The physician was able to gain access to the distal aorta from the left but not from the right side. The bifurcated stent graft was successfully implanted through the left side below the renal arteries and it was modeled with a reliant balloon to appose it proximally and distally; however, several hours were spent trying to gain access to the distal aorta from the right side. It is noted that a wire was unable to be passed up the right side. The decision was made to implant a converter from the left side. The distal end of converter landed within the limb of the talent bifurcated stent graft. A talent extension was used to extend down to the external iliac. An occluder was deployed in the external iliac artery on the right side. The final angiogram showed no endoleak and a patent left leg and an occluded right side. A fem-fem bypass was successfully done to reinstate blood flow to the right leg. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: (severely tortuous and calcified vessels).